Event description:
It was reported that a part of the tip of a biopsy forceps broke off in the patient during a procedure.

Manufacturer narrative:
The user facility reported that a portion of the tip of the device broke off inside the patient during the procedure. There was no report of patient injury or any adverse health issues due to this event. Sterilmed will continue to monitor this situation and keep FDA apprised of any updates related to the condition of the patient in the future. Sterilmed conducted an internal investigation on the device in question and the tip of the device was confirmed to broken. The mechanism that controls the actuation of the jaws was compromised due to the breakage of an eyelet that supports this mechanism. No root cause for this failure has been identified, but it was confirmed through device records that the device was not sent to the user facility in the damaged condition. It is noted that the occurrence of this type of failure is extremely remote and in no way related to the fact that the device was a reprocessed device. One hundred percent of biopsy forceps, like all sterilmed reprocessed devices, undergo full inspection prior to shipment to the customer.